Manufacturer narrative:
Concomitant medical device: model: dtmb1d1, crt-d; implanted: (B)(6) 2017.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high superior vena cava (svc) coil impedance. A lead fracture is suspected. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.